Manufacturer narrative:
The software analysis the logs did not provide any conclusive evidence for the reason for the inaccuracy. They were unable to de termine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site stated that they registered the patient and began the case. As the case progressed the health care professional stated that they felt inferior by more than 3mm. They placed the probe on the base of the nose and was inferior to the actual placement. They retraced with adding more points and felt more accurate with the placement of the instrument. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site stated that they registered the patient and began the case. As the case progressed the health care professional stated that they felt inferior by more than 3mm. They placed the probe on the base of the nose and was inferior to the actual placement. They retraced with adding more points and felt more accurate with the placement of the instrument. There was no delay to the procedure. No impact on patient outcome.